Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a disconnected tubing at the bsv (blood sampling valve) wire marker (port 10, tubing 210). The fse proceeded to trim and reconnect the tubing to resolve the leak. The fse indicated that the fluid which leaked was not contaminated with blood and proceeded to clean the leak and verified the repair per established procedures. Failure mode of the leak is attributed to the tubing at bsv wire marker (port 10, tubing 210). (B)(4).

Event description:
The customer reported approximately 20 ml of clear fluid leaked from under the coulter lh 750 hematology analyzer during startup. The customer indicated that the leak was not contained within the instrument and there were no error messages associated with the leak. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves during the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.